Event description:
A laparoscopic assisted vaginal hysterectomy was being performed. The gyrus cutting forceps was placed through the trocar into the abdomen. When the forceps were opened, a small tan colored ring slid down onto the tip of the forceps. The ring then slid off the forceps and into the patient's abdomen. The ring was immediately retrieved from the patient's abdomen and the device was removed from service. New forecps were opened and the procedure was completed.